Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported upstream occlusion alarms, caused by low readings on the upstream sensor. This led to increased sensitivity, causing the alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had constant upstream occlusion alarms. Any pt involvement, injury or medical intervention is unk.